Event description:
It was reported that during central processing, the permanent cautery hook instrument was found to have a missing wheel. There was no patient involvement reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received, the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm the customer reported complaint of ¿a missing wheel¿. However, the permanent cautery hook (pch) instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the pitch cable breakage found on the instrument is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed the customer reported complaint. The permanent cautery hook (pch) instrument was analyzed and found to have a broken pitch cable at the distal end. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.